Manufacturer narrative:
G4: PMA/510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
It was reported that during use on a patient, the ventilator experienced a technical failure 300 "device in failsafe mode". Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.